Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code appeared again.